Manufacturer narrative:
This report is for a titanium monoaxial pedicle screws (universal spinal system)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report was initially submitted on april 10, 2019, but got stuck at acknowledgement 2 due to special character in the medwatch report. Resubmitting this report on may 13, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: gotfryd, a. And avanzi, o. (2013), randomized clinical study on surgical techniques with different pedicle screw densities in the treatment of adolescent idiopathic scoliosis types lenke 1a and 1b, spine deformity, vol. 1, pages 272-279 (brazil). The aim of this article is to analyze the impact of surgical techniques with different pedicle screw densities on clinical, functional, and radiographic outcomes, and on costs for patients with adolescent idiopathic scoliosis (ais). Between july 2009 and february 2011, a total of 46 patients (ages 11 to 18 years) were included in the study. These patients were divided into 2 groups (23 patients per group), the first group were treated with 10 screws in strategically determined vertebrae: 4 in the base, 3 in central vertebrae, and 3 in superior vertebrae. The other group were treated with 10 to 14 screws. The principles of segmental instrumentation were followed, treating all pedicles on the concavity side, except for the apical vertebra, and alternate pedicles on the convexity side. The mean duration of follow-up was 3, 6, 12 and 24 months. The following complications were reported as follows: 1 patient in group 2 had an early complication (non-infected operative wound seroma). 1 patient in group 2 had a late complication (3-cm decompensation of the trunk to the left side). This report is for one patient who experienced a seroma and one patient who experienced decompensation of the trunk to the left side. This report is for a titanium monoaxial pedicle screws (universal spinal system). This is report 1 of 1 for (B)(4).